Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 04/26/2011 reuse, electrode belt sn (B)(4): 02/23/2011 reuse.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. Prior to passing, the patient experienced an inappropriate treatment event consisting of one shock. It was reported that the patient was a passenger in a car and was conscious at the time of the treatment event. It was reported that the patient's son witnessed the event. The patient received a 161j treatment shock at 06:08:56 on (B)(6) 2016. The patient's rhythm at the time of the treatment was motion artifact. The patient's post-shock rhythm was a-v pacer spikes. Motion artifact contributed to the false detection. A non-treatable rhythm was detected at 06:14:55 and the electrode belt was disconnected at 06:36:29 while the patient was in a paced rhythm at 70 bpm. The patient passed away that day ((B)(6) 2016). It was reported that the patient died due to an infection.